Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed de novo lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 40mm x 144cm sterling es otw balloon catheter was advanced for pre dilation and during the first inflation at 6 atms for 60 seconds, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was performed with a sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint product was not received at bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)